Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received indicated that the dcb2 was used with subsequent coils. The first coil was not able to be detached, however, it detached when being removed from the patient. It was implanted by pushing the detached coil in the lesion with the delivery system. The second and the third coils were removed from the patient. Complaint conclusion: as reported by the field, during a coil embolization, three unspecified cerenovus thermal mechanical coils failed to detach. The issue occurred when the physician pressed the detachment button once then started removing dpu wire without confirming it well. The user noticed that it was not detached when the coil reached the hand. There was no patient injury reported. The enpower detachable control box (dcb2000500, c50537) was used but it would not detach the coils. The physician suspects that these issues might have been caused by the complaint dcb2 control box. There were no consequences with other coils that had been deployed before the issue occurred. Additional information received indicated that the dcb2 was used with subsequent coils. The first coil was not able to be detached, however, it detached when being removed from the patient. It was implanted by pushing the detached coil in the lesion with the delivery system. The second and the third coils were removed from the patient. The cerenovus thermal mechanical coil was not retuned for analysis. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿coil - failure to detach¿ could not be confirmed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The product catalog and lot numbers were not reported; UDI unavailable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00364, and 3008114965-2020-00365. Complaint conclusion: as reported by the field, during a coil embolization, three unspecified cerenovus thermal mechanical coils failed to detach. The issue occurred when the physician pressed the detachment button once then started removing dpu wire without confirming it well. The user noticed that it was not detached when the coil reached the hand. There was no patient injury reported. The enpower detachable control box (dcb2000500, c50537) was used but it would not detached the coils. The physician suspects that these issues might have been caused by the complaint dcb2 control box. The product is available for the investigation. There were no consequences with other coils that had been deployed before the issue occurred. The device was not returned for analysis; therefore, no additional investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the limited information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ failure to detach¿ could not be confirmed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization, three unspecified cerenovus thermal mechanical coils failed to detach. The issue occurred when the physician pressed the detachment button once then started removing dpu wire without confirming it well. The user noticed that it was not detached when the coil reached the hand. There was no patient injury reported. The enpower detachable control box (dcb2000500, c50537) was used but it would not detached the coils. The physician suspects that these issues might have been caused by the complaint dcb2 control box. The product is available for the investigation. There were no consequences with other coils that had been deployed before the issue occurred. No additional information is available.